Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also mentioned that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 227 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.